Manufacturer narrative:
Although requested, pt info was not provided.

Event description:
Reportedly, during pt use, a loud noise was heard from the manifold pump. The pt was ambu bagged for two minutes and then switched to another ventilator. No permanent injury was reported in this case.